Event description:
According to the reporter: procedure: lap chole. The insulation of the device was damaged and the liver was burned through the insulation. No power was noted at the tip of the shears. Small injury to the liver occurred. No further pt issue or product problem was reported. Efforts have been made to obtain additional info. The pt sex and age was not reported.